Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The reported complaint of a total power failure could not be confirmed or reproduced during evaluation. As per all available information, it was confirmed that the device operated per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure during ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure during ventilation. There was no patient injury reported as a result of this incident.